Manufacturer narrative:
D4 - corrected to : model # vticm5 13.2 in the intial MDR. Claim #(B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -12.00/+2.5/85 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.